Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the surgeon reported that they had called in to the company technical support specialist (tss) to assist with troubleshooting. The surgeon noted they were having issues with the phaco handpiece (tip occluded). The surgeon reported caramelized viscoelastic and the patient had a corneal burn. The surgeon completed the questionnaire and noted the surgery was on the left eye (os) for a (B)(6) male patient. The surgeon stated that the event occurred immediately upon entry of the phaco tip, and occlusion was noted. The patient was not hospitalized. No medications or therapies were in use at the time of the event. The wound was closed with two (two) sutures. There were no pre-existing ocular conditions or relevant medical history that contributed to the event. The outcome of the event was noted as continues as the wound is healing. In the surgeon¿s opinion an occlusion of the ophthalmic viscoelastic device (ovd) in the handpiece caused the corneal burn. The event occurred during sculpting. There was no shallowing or collapse of the anterior chamber. The occlusion bell sounded about ten (10) seconds during the procedure. The cassette was eye level. The corneal burn resulted in corneal opacity. The post-operative astigmatism is unknown at this time. The sutures may be removed in two (2) weeks. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ product evaluation: the company representative spoke to the customer and advised her to assure that the handpiece is not obstructed in the fluid path. The customer must also review the settings and technique and may want to perform an ovd flushing before sculpting. The company representative examined the system, but did not mention finding anything associated with the reported event. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 7, 2016. Based on qa assessment, the product met specifications at the time of release. Root cause: corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A surgeon reported that the handpiece occluded during a surgical procedure causing the viscoelastic to caramelize, the patient experienced a corneal burn. Two sutures were used to close the wound.